Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that middle button of the insulin pump was not working. Customer's blood glucose level was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the insulin pump was neither dropped nor exposed to moisture. The insulin pump will not be returned for analysis